Manufacturer narrative:
A ge rep has not yet evaluated the system. Customer reports system is operating normally since the event.

Event description:
Customer reported the system rebooted on its own and locked up. No pt injury was reported.